Event description:
During balloon angioplasty of a right arm av graft using admiral xtreme pta balloon catheter, the balloon burst. Upon removal of the burst balloon, the balloon tore while passing through the lesion being treated, necessitating retrieval of the torn portion of the balloon. The procedure was completed uneventfully. No injury to the patient.